Event description:
The customer stated that one patient sample generated a falsely elevated result of 102 u/ml for the architect ca19-9xr assay. The result was reported out and a diagnostic endoscopy procedure was then performed on the patient based on this result. There were no known adverse consequences.

Manufacturer narrative:
(B)(4): (diagnostic endoscopy was performed on the patient), (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.